Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 350mg/dl. Troubleshooting was performed, and the drive support appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to continue testing. No further information was provided.